Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose level. The customer¿s blood glucose level was 544 mg/dl at the time of the incident and other value was 500 mg/dl. Customer had symptom like nausea. Customer was treated with injection. The insulin pump had quit working and customer stated the display was not blank less than 30 seconds and did not return. Customer declined troubleshooting for high blood glucose. It was unknown whether the customer was using automode at the time of reported event. The device will not be returned for analysis.